Event description:
It was reported that while in use the handpiece leaked an oil like substance. The substance did not enter the surgical site and the area was wiped clean. The procedure was completed with the original handpiece.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the investigation details, it was identified that the internal housing was bent, possibly allowing the lubricant to leak from the handpiece. The drive train assembly was replaced and the handpiece was returned to the account.